Event description:
It was reported that this inflatable penile prosthesis (ipp) had a malfunction. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at fold in the proximal end and distal end of the cylinder. The first cylinder had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder did not pass the leak test. No leaks were identified on the second cylinder. The pump was microscopically inspected, and leak tested. Under microscope observation, contamination (bodily fluid) was found on the pump. No leaks were identified. Product analysis was able to confirm the reported device allegation

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a malfunction. The ipp was explanted and replaced. No patient complications reported.